Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was 400 mg/dl. Customer was treated with insulin pump for high blood glucose but blood glucose continued to go up and get high. Customer declined to troubleshooting for high blood glucose. Customer treated high blood glucose with syringe. Auto mode feature was active at time of event. No further patient complication were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.